Event description:
Maximus product no. An IV tubing with 3 tru-swab connectors was infusing pt's IV fluid. One of the tru-swab connectors spontaneously came off and the pt bled out the tubing approx 50-75cc of blood. IV tubing was changed out. The pt had no untoward effect. Told cataract surgery without incident. Vital signs stable throughout. Dates of use: 2008. Diagnosis or reason for use: pt was having surgery.